Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, loose components were rattling around inside the motor drive unit. The motor drive unit would not activate the blade of the disposable. The surgeon tried another disposable and the blade of the second disposable would not spin either. The procedure was converted from a laparoscopic procedure to an open procedure.

Manufacturer narrative:
(B)(4). The initial procedure was a laparoscopic total hysterectomy. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reported symptom was duplicated. The cause was due to loose hardware.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) unable to activate disposable. Conclusion (B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.